Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient called to report "raynaud's disease," left-side "giant mass on top of chest the size of index finger and goes into the breast, swollen lymph node in the axillary area, burning pain in back directly behind the left-side implant" and "nipples burning and super painful". The event of "raynaud's disease" is considered not device related. Device remains implanted.